Event description:
It was reported that this right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. In addition, low impedances were observed measuring 200 ohms. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).